Event description:
A hospital in (B)(6) reported to our distributor that during their initial, pre-use testing of the equipment set-up, an mr290v autofeed humidification chamber appeared to be leaking at the junction between the aluminum base and the chamber dome. No pt was connected and consequently no pt consequence occurred.

Manufacturer narrative:
(B)(4). Method: the returned mr290v humidification chamber was visually inspected and pressure tested to determine the root cause of the reported leak. Results: pressure testing confirmed the presence of a leak source at the seam between the chamber's dome and its aluminium base. Conclusion: every mr290 chamber is pressure tested to 200cmh2o following the production process which detects potential leaks due to cracks and other sources. Any chamber which fails the production leak test is rejected. It is possible that the complaint chamber was not properly assembled on the production line which may have contributed to the formation of a weaker seal between the gasket and the lip of the chamber dome. Although the subject chamber passed post-production leak tests, it is possible the weaker seal was exacerbated when the chamber was subjected to heat from the heater base. Our user instructions which accompany the mr290 chamber specifies to the user to perform a pressure and leak test on the system prior to use. In this instance, the hospital advised that the leak had been detected during the initial leak test. (B)(4).